Manufacturer narrative:
An visual examination was performed to returned drill. It was discovered, that 26, 6 mm was missing from the tip of the drill. Drill was sent to the outside laboratory for material analysis. We are expecting to get the results. After that, we will follow up this report accordingly.

Event description:
In the arthroscopy fixation of ocd the stopped drill broke inside bone at point of change in diameter. Broken piece was not retrievable. Broken piece was only discovered when the smartnail would not go into the predrilled canal. No injuries to patient, but broken part of the drill is in the patient's bone.